Manufacturer narrative:
(B)(4). One (1) mo390 austin dental retr blade 3x1/4in 2-blunt was returned as the complaint sample. Scratch marks were noted around the etchings on the sample¿s handle part, however were noted to be legible: the lot code was displayed as a17 (january 2017), this sample has possibly been in use for over 6 months. Upon initial visual inspection: the sample appeared to display usage marks on the metal surfaces such as light scratching and scuffing; which were over all the surfaces and mostly concentrated around the working end. Cleaning marks were also displayed as water spots and slight discolorations over all the surfaces. The usage and cleaning marks noted were not excessive or damaging to the sample, they did not contribute to the failure mode. Further visual inspections confirmed the reported failure mode on the main functioning mechanism and working end of the sample. One of the two prong tips manufactured on the working end of the sample was broken off completely and not returned. The broken off tip shows clear signs of shearing off in a upward manner, meaning possible excessive forces were applied to the bottom of the tooth, eventually causing the snapping-break. The broken piece was not returned for further evaluations. The sample was determined to be non-functional and un-repairable. The sample¿s break point was examined under 2 times magnifications; the break marks of the failure mode suggest the break was of a shearing force. The broken area was scaled and cascaded at an angle revealing the raw material surface the remaining intact tip was normal, tip was blunt which measured .106 inch and bent sharply at 90 degree angle. Furthermore the thickness of the material was measured to be within conformance at 0.033 inches thick (min .032 in). No cracking, breaking or other non-conformances were noted with the intact tip. The sample did not display any signs of oxidation, corrosion around the broken area and overall surfaces. The customer reported the failure mode occurred during use (teeth extracting surgery), the broken piece was recovered and removed from the surgical site. It is possible the excessive forces were applied on the prong tips which were beyond the strength capabilities of the sample retractor functions. Device history record for mo390 from lot codes a17 was reviewed: all work instructions were completed accordingly. All deviations or non-conformances were handled appropriately. Qa testing was performed, all inspections passed. Conclusion(s): based on the investigations and the sample examinations the most probable root cause of the failure mode occurrence was due to excessive forces applied in an upwards motion; possibly when end-user was performing a prying action. The forces applied may have been beyond the strength capabilities of the sample¿s working end. The sample is non-functional and cannot be repaired.

Manufacturer narrative:
(B)(4). On 08may2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported via email: after retracting we took the austin out and one of the teeth was broken off of the austin retractor. Issue occurred during patient use, no patient harm. On 08may2017 additional information: the austin was in use of a surgery when it was broken. The patient was not hurt because of its malfunction. The patient left stable. The metal point of the retractor was found and taken out of the patient's mouth. We were extracting teeth 1, 16, 17, and 32. No future treatment was needed. No further information available.